Manufacturer narrative:
Device passed displacement test and self test. Device was tested with no unexpected device error noted during testing. Hardware low level failures alarm found in the device history file due to software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error. The customer¿s blood glucose level was 143 mg/dl. The customer reported that they had multiple pump error alarms. Customer reported that they had able to successfully clear the alarm. The customer reported that they had third occurence of the pump error alarms. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.